Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Subsequently, it was reported that a malfunction alarm occurred. Customer's blood glucose level was 113 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.